Event description:
It was reported that there was a data corrupted error message and the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.